Event description:
The patient called the physician's office, the day after a treatment with juvederm ultra plus to the nasolabial folds reporting sensitivity, tingling and bruising on the right side. The physician confirmed, the symptoms and prescribed topical nitropaste, warm compresses and oral aspirin. The patient was seen for additional treatment with injectable hyaluronidase. The physician notes, that the symptoms are resolved.

Manufacturer narrative:
Device evaluation summary: the documentary research in the batch file shows that no element could explain this reaction : all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, all the analysis results of the batch are conforming.